Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that the keypad was torn off at the ok keypad button and peeling along the side, exposing the button contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the up arrow, contrast, and ok keypad buttons are intermittently responsive, and the down arrow keypad button is unresponsive. There was evidence of contamination found under all key contacts.

Event description:
It was reported that all keypad buttons (up arrow, down arrow, okay, and contrast) were unresponsive. There is no additional information available about this complaint. The complaint is being reported because unresponsive buttons have been known on occasion to contribute to a patient event.